Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was implanted in the correct anatomical position and resulted in moderate paravalvular leak (pvl). Due to the pvl, a post - implant balloon aortic valvuloplasty (bav) (true dilatation balloon 28mm) was performed. While the balloon was inflated during rapid pacing, the balloon slid towards the ascending aorta. After the bav was performed, severe pvl was observed. The blood pressure then decreased, and asystole followed with cardiac massage needing to be performed. It was reported that breakage of a leaflet of the valve occurred due to the post - implant bav and lead to the severe pvl. A second transcatheter bioprosthetic valve was implanted valve - in - valve with acceptable results (mild pvl). No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).